Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that synapse 4.0 was implanted at region of c2-t2 on (B)(6) 2015. On (B)(6) 2015, the surgeon confirmed through x-ray the reported set screw at the left t2 was off the proper position. On (B)(6) 2015, the re-operation was performed to remove the reported set screw and to implant another set screw for fixation. The surgeon commented that he doubted inexecution of final-tightening at the initial implant surgery. (B)(4).

Manufacturer narrative:
( The non-sterile part was manufactured on march 25, 2015. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history review: 04.614.508s / lot 9454187. Manufacturing site: (B)(4) - manufacturing date: april 21, 2015 - expiry date: april 1, 2025. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non-sterile part were reviewed. No non-conformance reports (ncr) were generated during production. Review of the device history record (DHR) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. General machine manufactured the titanium locking screw (non-sterile) part number 04.614.508, lot 7921260 for (B)(4). The certificate of compliance (dated february 25, 2015) indicated the lot was manufactured to and met all drawing requirements. The lot was manufactured and processed per specification requirements. The lot was inspected and conformed to the synthes incoming inspection and incoming final inspection sheet. Six parts were scrapped for destructive testing at the inspection operation. There, were no complaint-related anomalies, material record reports, or non-conformance reports associated with this lot. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing investigation evaluation: on (B)(6) 2015, the surgeon confirmed the set screw (04.614.508s) at the left t2 was off the proper position through x-ray. In (B)(6) 2015, the re-operation was performed to remove the set screw and to implant another set screw for fixation. Upon receipt at the manufacturer, the synapse locking screw (04.614.508s / lot 9454187) was compared to the first article inspection/in-process verification sheet. Eighteen visual and dimensional checks were performed on the returned implant against the product drawing and the locking screw was found to be in conformance in each instance. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code: nkg. Lot number for non-sterile version of the part was provided: 7921260. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.